Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: the cartridge compartment was cracked and was missing a fragment at the threads, the rubber on the cartridge cap was torn, however, the cartridge cap was able to fit. Unrelated to the complaint, the battery compartment was cracked at the threads on the side of the case. The returned battery cap was undamaged and was able to fit securely.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the cartridge compartment and cap were damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.